Manufacturer narrative:
Result - footboard and footboard modules, pin connector on signal coil litter cord.

Event description:
It was reported by service report that there was damaged to the footboard and footboard modules. It was further reported that the pin connector on the signal coil litter cord was also damaged. It is unknown if there was patient involvement or if there are adverse consequences to report.